Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that a syncopal event was experienced. Technical services (ts) referred the patient to the clinic for further monitoring. No adverse patient effects were reported. This ICD remains in service.